Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and while there is no indication that patient morphology/pathology or user technique contributed to the reported difficult deployment, it is likely that procedural conditions resulted in increased tension on the system such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip. The reported difficulty retracting the delivery catheter (dc) handle was likely a secondary effect of the difficulty deployment. Once the clip was deployed during troubleshooting, the dc handle was able to be retracted for system removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. After turning the actuator knob 8 times to release the clip, resistance was felt while pulling back the handle. The m/l and a/p knobs were turned a few more times, which released the tension on the device and the clip was successfully implanted, reducing the mr to 2. The second cds was advanced to the mitral valve. During deployment, the same resistance was felt pulling back the handle. After the tension was released, the clip was able to be deployed; however, the mr increased to 2-3. After deployment, the clip appeared to have tipped a bit to the side due to tension. This tension was not visible prior to deployment. After the cds was removed, it was found that the clip was partially detached from the anterior leaflet. Everything appeared to be fine and the mr was 2-3. The patient was stable and there was no clinically significant delay in the procedure. No additional information was provided.